Event description:
The customer contact reported sparks and charring near the female end of the power cord. The pump was returned to the biomedical engineering department with an unsigned note that stated, "sparks coming out of back of pump." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, external charring was noted on the pump casing and on the female end of the power cord. It was reported that when the power cord retainer at the female end of the power cord was removed, a loose washer was noted. There were no reports of any adverse patient events while the device was in clinical use and no reported delays of critical therapies. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.